Manufacturer narrative:
H.6. Investigation summary: a device history record review was completed for provided material number (B)(4) and lot number 2304127. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, three (3) picture samples were received for evaluation by our quality team. Through examination of the pictures, the reported defect of tip breakage was observed. However, an exact cause could not be determined for the breakage. The material used to manufacture the emerald syringes has been selected and tested to resist normal conditions of use. The assembly machines have an inline system which inspects all product and automatically rejects any defects identified. It is possible that the damaged tip resulted from a blockage in the barrel feeding process that went undetected. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends. H3 other text : see h10.

Event description:
It was reported that the tip of the bd emerald syringe snapped off completely. The following information was provided by the initial reporter: verbatim: today one of our doctors went to administer medication to a patient through a 10ml syringe when inserted he inserted the syringe into the vigon the tip of the syringe snapped off completely. He states that he did not use excess force and has done this 1000s of time before.¿¿

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tip of the bd emerald syringe snapped off completely. The following information was provided by the initial reporter: verbatim: today one of our doctors went to administer medication to a patient through a 10ml syringe when inserted he inserted the syringe into the vigon the tip of the syringe snapped off completely. He states that he did not use excess force and has done this 1000s of time before.¿¿